Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported during a cataract extraction with intraocular lens implant the system would not perform phacoemulsification (phaco). The system passed the prime test, aspiration was present but no phaco. The staff tightened the tip and changed the handpiece and cassette with no resolution to the issue. The same handpiece was used on an alternate system and issue was resolved. Patient impact is unknown. Additional information has been requested and received.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the company representative found and removed debris under the heel of the foot peddle. However, it remains inconclusive whether or not debris was a contributing factor to the reported event. The system was manufactured on june 20, 2006. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).